Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer's son provided assistance in treating the low bg. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.